Event description:
Related manufacturer report number: 2916596-2021-00265. It was reported that the patient underwent a pump exchange on (B)(6) 2021 from heartmate ii to heartmate 3 because of thrombus. The patient expired on (B)(6) 2021 due to cardiogenic shock.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the report of cardiogenic shock resulting in death could not be conclusively established through this evaluation. It was reported that the patient outcome was not considered to be device-related and that the device operated as expected. Heartmate 3 lvas, serial number (B)(4), will reportedly not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07 oct 2020. No further information was provided. The manufacturer is closing the file on this event.